Event description:
It was reported that due to pump damage this patient will have a future revision of his inflatable penile prosthesis (ipp). It was explained that after 5 weeks from implant the device "automatically weakened" after attempting to inflate the device.